Event description:
During a laparoscopic cholecystectomy, the seal, from a fdc32 kit, ripped and fell into the pt. All parts were retrieved. The surgeon completed the case without incidence. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: portion of seal torn free from device. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the seal had become torn, making the instrument non functional. The instrument was received with a small piece of the seal torn away from the instrument and it was not returned. The approximate size of the piece was 1/32" x 1/8" of an inch. No conclusion could be reached as to how the seal had become torn. Comments: each instrument is evaluated during the assembly process to ensure that if functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged.